Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1 ml s/t w/ ndl 25 x 5/8 rb contained foreign matter. The following information was provided by the initial reporter: "it was reported that there was a brown specs inside the barrel of the syringe. Per email: on (B)(6) 2020 brown specs appear to be on the inside of the barrel on the syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-09-04. H.6. Investigation summary two photos and three 1ml syringe with needles attached were received and evaluated. One syringe was loose, one syringe was in and opened blister pack, and one syringe was in a fully sealed blister pack. The blister packs were from batch 8294987. It was observed that each of the barrels had brown or black embedded foreign matter particles. One barrel had the particles between the 0.4ml and 0.5ml markings, one barrel had single particle on the flange, and one barrel had a single particle on the tip. All the embedded particles appeared to be degraded plastic. Two barrels contained particles large enough to be rejectable per product specification. One barrel contained a particle small enough in size to be acceptable per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. However, a potential root cause for the embedded foreign matter defect is associated with the molding process.. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. DHR review: release date: 10/30/2018. Released quantity was 352,100. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8294987 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.

Event description:
It was reported that syringe 1ml s/t w/ndl 25x5/8 rb contained foreign matter. The following information was provided by the initial reporter: "it was reported that there was a brown specs inside the barrel of the syringe. Per email: on (B)(6) 2020 brown specs appear to be on the inside of the barrel on the syringe."